Event description:
It was reported that the lead dislodged right after closing the pocket. The doctor immediately went back in and repositioned the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.